Manufacturer narrative:
Dizziness may lead to permanent impairment or damage.

Event description:
Consumer complained about ringing in the ears and balance problems. Also experiencing light headedness upon motion (walking or turning my head quickly). Medical attention sought on (B)(6) 2017.